Manufacturer narrative:
The device, intended for use in treatment, has been received for evaluation. A visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed that the dressing had reduced bonding capabilities, establishing a relationship with the event reported. The root cause has been identified as a raw material issue. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history review found further instances of the reported event, currently being monitored, with actions being taken to reduce instances of the reported event. A review of the IFU, found adequate instructions on the operation and use, including the storage of these products, as noted temperature fluctuation can affect the silicone. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the adhesive of the silicone remains on the film. Procedure was completed with competitor product and no harm or injury reported.